Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screwdriver broke. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Cmp-(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. One g7 straight mod scrdrvr 3.5mm item# 010002749 lot# zb180201 was returned and evaluated. Upon visual inspection there is paper stuck to the shaft. There is also scuffing near the attachment square and the hex tip has fractured. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.